Manufacturer narrative:
The device was not returned and therefore unable to confirm the event. Should additional relevant information become available, a supplemental report will be submitted. The DHR with the subject lot number was confirmed for the lots 05k through 0xk since the lot number of the device was not provided. No abnormalities were detected in the DHR for the following items which related to the reported phenomenon. These lots were manufactured 6 months before the event date. Process inspection sheet. Quality inspection sheet. Nonconforming product report. Although a definitive root cause of the knife tip fell off could not be determined, likely factors causing the defect could have been the following: 1)due to the factor described below, spark discharge between the tissue and the electrode occurred during output activation. ·the high-frequency output was set too high the output setting for activation was too high ·the electrosurgical unit was used in the coagulation mode. ·the output activation time was too long. ·the length of contact between the tissue and the electrode was short. 2)an electrical discharge occurred, and the part of the cutting wire became hot instantly. As a result, the strength of the cutting knife decreased. Also, the cutting wire was scorched. 3)during tissue incision, a load was applied to the cutting knife which has the reduced strength. This might have caused the cutting knife to break. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU: ¿during treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should deformation or break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the coated outer tube. Do not continue using an abnormal electrosurgical knife to prevent perforation or bleeding. If the cutting knife is detached, be sure to collect it using a grasping forceps. ¿observe the following warnings to supply optimum energy according to the situations of the incised tissue. Otherwise, there is a risk of perforation or bleeding caused during or after the procedure. Be sure to follow up the prognosis after procedure to confirm that there is no irregularity with the patient. Also, if the temperature of the cutting knife increases suddenly, it may drop and cause mucous membrane damage. - do not set the output value of the electrosurgical unit too high or too low. - do not use this instrument and a cord with an output higher than the rated high-frequency voltage given in the tables in section 8.2, ¿specifications¿. When a high-voltage waveform has to be used, minimize the duration of current application. - do not allow the activation time to be too long or too short. - do not give a continuous cut to the tissue. If the cutting knife is used in a high-humidity situation, it may be damaged by melting or elongation. Be careful not to use excessive force when removing tissue attached to the cutting knife. When the distal end is subjected to excessive force, for example, when forcibly scraping the cutting knife with tweezers, etc. Or when extending and retracting the cutting knife abruptly and continuously, it may break the cutting knife. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the electrosurgical knife tip broke off and fell off during procedure. The doctor believes it may have been suctioned since it was not visible. The procedure was completed using a similar device and there was no harm or injury to the patient.